Event description:
It is reported that the pt is experiencing constant medium level pain and can barely walk without medication.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: product compatibility is confirmed. Operative notes from two revisions were provided for review. Notes from the revision on (B)(4) 2013, which implanted the current shell locking ring, state a postoperative diagnosis for a painful hip due to acetabular poly bearing wear. Notes from the revision on (B)(4) 2014, which implanted the current liner, state a postoperative diagnosis of recurrent dislocation. No details contained within the new information suggests a definitive root cause. Manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture. No additional complaints have been received against the manufacturing lots of the implanted shell and femoral stem, besides those alleged by this individual patient. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Office visit notes after the (B)(4) 2014 revision have now been received. The patient is complaining of increased stiffness and decreased rom. The pain is localized to the left groin and over the lateral aspect of the hip. Flexing the hip causes the pain in the groin to radiate to the thigh. A (B)(6) 2014 visit examined x-rays which were said to show devices with good position and alignment with no fractures noted. The surgeon states that he thinks the patient has developed significant anterior scar tissue and would benefit from arthroscopic surgery. Additionally, the surgeon believes that a tendon is rubbing against the hip, and a surgery to cut the main hip tendon to release the tightness has been suggested. The presumed tendon issues are likely contributing to the patient's pain; however, cause cannot be definitively determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient a revised due to pain, iliopsoas tendonitis and a major capsular contracture. During the surgery, fragments of the acetabular polyethylene liner was removed.

Manufacturer narrative:
This report is being amended to reflect changes. Additional progress notes have been received. It is noted in march of 2015 that the patient was under watch due to potential anterior impingement and stiffness and tightness of the hip that worsens with walking. Physical therapy notes from march of 2015 includes an additional medical diagnosis if enthesopathy of the hip region. Improving hip mechanics after psoas release is also noted. Additional information related to medical conditions not related to the patient's that are returned, which do not impact the complaint investigation. The additional information maintains the previously mentioned tendon issues contributing to the patient's pain.

Manufacturer narrative:
This report is being amended to reflect changes. Further information was received which states that the patient received a hip injection of an unknown substance from the surgeon and does not feel pain with every step he takes. Progress notes received (B)(4) 2015 were reviewed and found no additional information that would change the investigation. This additional information gives no indication of a definitive root cause.